Event description:
The patient contacted animas on (B)(6) 2012 stating the ok keypad button was intermittently responsive for about two months. The patient declined to do troubleshooting or give any more information. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 02/15/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: all keypad symbols worn. Keypad intact, no peeling. "Contrast", "up" & "down" keys responding. "Ok" key intermittently responding. Removed keypad. "Up" & "down" key contacts misaligned. Contamination under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.